Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was slow when in use and freeze when middle of transaction. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was slow when middle of transaction. The technical support centre specialist was changed network adaptor speed from automatic to 100 mbps half duplex and monitor the purge job. The system functioned as intended after technical support centre specialist troubleshot the device.